Event description:
During pci, the patient had three endeavor sprint rx drug-eluting stents successfully deployed one at mid rca, one at distal rca and one at first obtuse marginal branch. However it was reported that, approximately 13.5 months post index procedure, patient was re-hospitalized with onset anemia possibly due to gi bleed. Patient underwent upper gi endoscopy which showed 3 small esophageal ulcers. Patient received transfusion which improved patient's dyspnea. Investigator indicated that the bleed was probably related to plavix or asa. No other clinical sequelae were reported.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure - (myocardial infarction). (B)(4).

Event description:
Additional information received reported that patient death occurred approximately 16 months post index procedure. Cause of death is unknown. The investigator assessed that the event was possibly related to the device.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (death). (B)(4).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (haemorrhage). (B)(4).

Event description:
Cause of death was confirmed as acute myocardial infarction with underlying causes of arteriosclerotic heart disease, deep vein thro mbosis, atrial fibrillation, congestive heart failure and prostrate cancer.